Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with pain due to foot ulcer. The target lesion was located in the peroneal artery. A 5f introducer sheath was used to make a puncture and the angiography showed in the lumen. A 0.018in rubicon support catheter was used and a 0.018in 8300cm guide wire was advanced to cross the lesion. The physician dilated the lesion with a 2x80x150cm sterling¿ balloon catheter and withdrew about 2mm and a 2.5mm x 150mm x 150cm sterling¿ balloon catheter was advanced and dilated the lesion at 10 kilopascal. However, the physician noticed about 2 ml contrast agent remained in the lumen and the balloon burst during removal. There was no leaking in the lumen seeing from the image. The device was completely removed from the patient. Finally, the physician dilated the lesion with a 3x80x150cm sterling¿ balloon catheter and successfully completed the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with pain due to foot ulcer. The target lesion was located in the peroneal artery. A 5f introducer sheath was used to make a puncture and the angiography showed in the lumen. A 0.018in rubicon support catheter was used and a 0.018in 8300cm guide wire was advanced to cross the lesion. The physician dilated the lesion with a 2x80x150cm sterling¿ balloon catheter and withdrew about 2mm and a 2.5mm x 150mm x 150cm sterling¿ balloon catheter was advanced and dilated the lesion at 10 kilopascal. However, the physician noticed about 2 ml contrast agent remained in the lumen and the balloon burst during removal. There was no leaking in the lumen seeing from the image. The device was completely removed from the patient. Finally, the physician dilated the lesion with a 3x80x150cm sterling¿ balloon catheter and successfully completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 21mm longitudinal tear at the proximal balloon waist. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 21mm longitudinal tear at the proximal balloon waist. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with pain due to foot ulcer. The target lesion was located in the peroneal artery. A 5f introducer sheath was used to make a puncture and the angiography showed in the lumen. A 0.018in rubicon support catheter was used and a 0.018in 8300cm guide wire was advanced to cross the lesion. The physician dilated the lesion with a 2x80x150cm sterling¿ balloon catheter and withdrew about 2mm and a 2.5mm x 150mm x 150cm sterling¿ balloon catheter was advanced and dilated the lesion at 10 kilopascal. However, the physician noticed about 2 ml contrast agent remained in the lumen and the balloon burst during removal. There was no leaking in the lumen seeing from the image. The device was completely removed from the patient. Finally, the physician dilated the lesion with a 3x80x150cm sterling¿ balloon catheter and successfully completed the procedure. No patient complications were reported and the patient's status was stable.